Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non-conformance's. During the investigation mmdg was able to confirm that the pump was not alarming for load set. The failure was due to a failed component on the pcb. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump failed to alarm load set. The initial reporter also stated that this occurred during testing and no patient was involved. [(B)(4)].